Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly. The diagnostics were cleared successfully. The patient was fine.

Manufacturer narrative:
UDI (di): (B)(4).